Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the shockpulse lithotripsy transducer ultrasound was not working during procedure preparation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the transducer could not be properly connected in the correct position due to a damaged connector plug. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus shockpulse lithotripsy transducer ultrasound was not working during procedure preparation. According to the initial reporter another laser was used to successfully complete the procedure without delay. There was no patient harm reported as a result of this event.